Manufacturer narrative:
On february 9, 2024, nakanishi received an email from the distributor (nsk europe) stating that the surgical twist drills involved in the adverse event would not be returned to the manufacturer for investigation because the distributor could not receive the subject twist drills from the dealer. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject pds-2td-15 twist drills [lot no. 2361]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject surgical twist drills.

Event description:
On january 9, 2024, nakanishi received an email from the regulatory authorities (swissmedic) in switzerland to notify nakanishi of an incident report made by a user. Nakanishi contacted a distributor (nsk europe) to obtain detailed information. Details are as follows: the event occurred on december 21, 2023. The doctor was performing small holes in the patient's skull cap to thread a raise suture using the handpiece manufactured by others with the pds-2td-15 twist drills (lot no. 2361). During the surgery, the drill broke off but no serious consequences for the patient, user or third party occurred. A total of 3 twist drills were used and 2 drills broke.